Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument tip was broken. The instrument reportedly worked initially before the issue occurred. The customer inspected the instrument and noticed a wire on the tip came out. Another vessel sealer extend was opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend instrument's broken tip and exposed wire, an investigation was completed to determine the cause of this reported event. The vessel sealer extend was analyzed and found dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the distal end. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. An electrical continuity test was unable to be performed since the energy cord was returned cut. No thermal damage was observed, and no broken distal tip was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. Cut and energy delivery tests were unable to be performed due to the cut energy cord. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures were observed during the log review. The complaint regarding the exposed wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observation not reported by site that was related to the reported issue: the instrument was found to have damage to the conductor wire¿s insulation. The damage is located at the distal end. The internal wires are not exposed. The probable root cause of loss of energy may be attributed to either component failure or use conditions. Regarding component susceptibility to damage, a broken or dislodged conductor wire can be caused by a broken connector pin or insufficient retention. Regarding use, damage to the conductor wire can result from mishandling the instrument causing collisions or misusing the instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.